Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and found that geometry movements were unavailable. Review of the log file showed power supply errors in the r cabinet and, consequently, on the collimator and geo ipc. Upon troubleshooting, the fse found that arm movements were partially available due to power issues. To resolve the issue, the fse replaced the power supply of the r cabinet. The defective mpd control unit was returned to philips for failure analysis, and the cause of the failure was found to be an electrical defect. After the power supply of the r cabinet was replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.